Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had positive cultures for endocarditis and there was an infection. The patient was in hospice care and approximately one month later died. No other information is known at this time.